Event description:
The hospital reported that during an endoscopic vein harvesting procedure, half of the hemopro c-ring detached. Nothing fell into the pt and no intervention was required. The hospital reported that they believe the piece fell on the floor upon opening the kit and placing the device into the drape for later use. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection determined that the c-ring was split in two. The c-ring assembly was inspected under a microscope; the c-ring displayed signs of exposure to heat at the fracture site. This type of failure is consistent with t eh application of heat from the hemopro tool while in close proximity with the c-ring assembly. Based upon the evaluation results, the reported complaint was confirmed for c-ring fracture due to heat exposure. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).